Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump recommended a larger than expected bolus to be delivered. Customer did not deliver the larger than expected bolus. Reportedly, the customer believes one of the carbohydrate ratio settings may have been set incorrectly. Customer had elevated blood glucose levels (245 mg/dl). Customer delivered a bolus to address elevated bg levels. Further information on the reported issue was unable to be obtained, due to the customer disconnecting the call with tandem technical support.